Event description:
It was reported that failed accuracy 11.35% (during testing/no patient injury) was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing top rear label. During functional check, the reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. No action taken.